Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 4 years and 10 months ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the main circuit board and regulator by an accidental failure. If significant additional information is received, this report will be supplemented.

Event description:
The user found the following. The front panel led did not display. The flow rate from the device was inadequate. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.